Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a wire sticking out. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment of the pitch cable that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an or staff member discovered a wire hanging from the tenaculum forceps. A similar backup da vinci instrument was used to continue with the case. Per the reporter, no fragments fell inside the patient. The procedure was completed with no reported injury.